Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023.the consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a negative result on (B)(6) 2023 on unknown brand test.a confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218678 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 218678 and device part number 195-430wjr/ lot 216812. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218678 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded, single use.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a negative result on (B)(6) 2023 on unknown brand test.a confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.